Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. After activating the system, the patient reported some challenges with receiving consistent therapy due to communication issues between the ipg and the external therapy discs. Troubleshooting and reprogramming was performed but did not resolve the issues. Fluoroscopic imaging was performed and found that the head of the ipg had migrated beyond the recommended depth for optimal communication. On (B)(6) 2025 a surgical procedure was performed to reposition the existing components to correct the depth of the ipg. A new pocket was created at a shallower depth and the ipg was moved to the new pocket. No components were replaced and no new components were introduced during the procedure.

Manufacturer narrative:
There are no reports of any external traumas or excessive activies that may have caused or contributed to the movement of the implanted components. Migration is a known inherent risk of implantable neuromodulation systems and there does not appear to be any other failure or malfunction of the nalu system or it's components.